Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing which revealed a leak in the gland of the second y-site clearlink. An autopsy was perfomed on the second y-site and no defect was observed that would contribute to the leak. The reported condition was verified. The most probable cause of the condition was due to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
MFR site: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.